Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the universal serail bus (usb) cable damaged. A field service engineer inspected the device and replaced the communication sled (commsled) due to a broken universal serail bus (usb) port. The customer confirmed the repair was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini universal serial bus port connecting the monitor and the drawers was damaged. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.